Event description:
Device malfunction: none. Symptoms/ae: pain. Time of symptoms/ae: after vessel closure. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of a heavily scarred left common femoral artery after an interventional procedure. Reportedly, after clip deployment pain developed in the left hip, stomach, back, and left groin. Medications did not provide pain relief. Requests were made to have the starclose clip removed from the vessel, but numerous physicians declined. The pt was readmitted to the hospital for three days of testing. Three doppler ultrasounds revealed a fully patent common femoral artery. Five computed tomography (CT) scans ruled-out a retroperitoneal bleed. No intervention was reported. There were no reported adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.